Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and cyst.

Event description:
Patient reported "that one of the implants is fractured and has a ganglion formed from that content" on an unknown side. Device remains implanted.